Event description:
The customer reported an lh cleaner agent (clenz) leak of approximately 1 cup from the lh 500 hematology analyzer. The customer indicated that fluid leaked onto the floor and the instrument generated aspiration errors at the time of the event. The customer stated that the leak was discovered as the customer was shutting down the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site but found no active leak and could not reproduce any leak. The fse discovered that the vacuum trap was full of clenz and proceeded to empty the vacuum trap. The fse then noticed that the secondary probe was clogged and not aspirating. The fse noted that the actuator at pinch valve pv25 appeared sluggish and proceeded to replace both actuators at pinch valve pv25 and pv26 which may have contributed to the aspiration errors. The fse stated that the secondary probe was still unable to aspirate and the fse replaced the manual blood sampling valve (bsv) probe to resolve the issue. The fse ran startup, latron, 6c controls and reproducibility which passed within specifications. Failure mode of the event is unknown; the fse found no active leak and could not reproduce any leak but discovered a clogged probe and replaced the manual probe. Replacement of the actuators for pinch valve pv25 and pv26 was incidental and were replaced as a preventative measure as the actuator for pv25 appeared sluggish. The pinch valve's operation was not impacted and was unrelated to the leak. (B)(4).